Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated new onset left bundle branch block (lbbb) and left anterior fascicular block (lafb). Three days following the implant of the valve, a second degree atrio-ventricular (av) block occurred. Subsequently, a permanent pacemaker was implanted seven days after the implant of the valve. It was reported the patient had pre-existing first-degree heart block. No additional adverse patient effects were reported.

Manufacturer narrative:
The event date has been corrected. If information is provided in the future, a supplemental report will be issued.